Manufacturer narrative:
H3: device not received by manufacturer.¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that a motor rate error occurs continuously. There was no patient involvement.

Manufacturer narrative:
D9: device received on 12/3/2025. H3: the device was received for evaluation. A review of the service history found no indication that the complaint was related to servicing of the device during the review period. The device¿s alarm history was reviewed, and visual and functional testing was performed during which the complaint was confirmed. The motor drive error was attributed to worn drive train components. To resolve the issue, the worn components including the leadscrew, clutches, worm coupling and stepper motor were replaced.